Event description:
It was reported that the incident occurred during a laparoscopic removal of the prostate procedure. Although the procedure was delayed due to the issue, the duration of the delayed procedure was not provided. However, the procedure was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. B3 and b5 have been updated accordingly. Also, a correction has been made to g2 and h6 from the previous submissions. There is no change to the previously reported legal manufacturer's investigation results. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During incoming inspection, it was found that during operation of the device, the control panel turned off and an alarm sounded. Turning the device on/off resolved the issue. The device requires repair and is being sent to the repair center. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported that the high flow insufflation unit was squeaking. The issue occurred during an unspecified procedure. There was no patient harm reported due to the event.